Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open right colectomy procedure, while using the device on bowel anastomosis, the device broke. The stapler was loaded and fired two times but on the third loading it broke and would not load or fire. Another device was applied to complete the case. There was no patient injury.